Manufacturer narrative:
(B)(4). Voluntary user facility medwatch report number (B)(4). Evaluation summary:the device was returned for analysis. The reported stretched coils were able to be confirmed. The reported difficulty to remove was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Interaction with the anatomy and/or manipulation to remove the device resulted in the reported stretched coils and ultimately resulted in the noted shaping ribbon separation. The noted core kink at the proximal end of the hypotube likely occurred due to handling or during packing for return analysis. There is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4).

Event description:
User facility medwatch report received which states: 'drilled wire into cto. When pulling back it unraveled and as struck at the end. When placing quideline, it popped loose. So, wire was removed. Product had patient contact but no patient harm.' Additional information received: it was reported that the procedure was to treat a chronic total occlusion of the right coronary artery. A 190 cm balance middleweight universal guide wire was used and no resistance was noted during advancement. However, the coils of the device became unraveled and stretched during removal as the guide wire became stuck with the anatomy. It was reported that the device was not separated into 2 pieces. An unspecified guide catheter was advanced over the guide wire and the device was simply removed from the anatomy. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. Returned device analysis revealed that the shaping ribbon was separated and the separated portion was intact to the tip ball; the core was still intact.